Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins voltage before implant was 3.09v. The product was not implanted; another product was used. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.